Event description:
It was reported that during a laparoscopic ugi (upper gastrointestinal) procedure, the clips were not forming properly and not closing. Diathermy was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The root cause of the iipv was determined to be: insufficient drain due to use error as the tidal ultrafiltration removal was set too low. Labeling review found labeling to be sufficient for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 3788ml. The largest prescribed fill volume was 2100ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv. According to the nurse the patient did not report any symptoms of overfill. The nurse stated that the patient's ultrafiltration (uf) is set at 400ml. The nurse stated she will speak with the clinician for assistance with setting the uf. The patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.